Manufacturer narrative:
The reported difficulty unscrewing the set screw to release the atrial lead was confirmed. A torque driver slipped into the atrial set screw cavity due to the set screw being stripped. The stripped set screw was consistent with procedure-related damage during implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device upgrade procedure, the right atrial lead was unable to be loosened from the device set screw. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.